Event description:
Right modified radical mastectomy for breast ca with reconstruction & insertion of expandable implant. Pt has chest wall dimpling & wrinkling with retained expansion post. Right carpal tunnel done & implant right had pin hole defect. It was removed & a new one inserted.